Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04644. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2010 and had a cholecystectomy and liver biopsy on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent open repair of incarcerated ventral incisional hernia repair without mesh on (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic pain, cystocele, and stress urinary incontinence. The patient experienced pain, erosion, extrusion, bleeding, infection, dyspareunia, urinary/bowel problems, and vaginal scarring. It was reported that the patient had mesh revision in 2010. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent colporrhaphy, posterior rectocele with or without perineorrhaphy vaginal, removal/revision of mesh or other prostheses for pelvic floor defects on (B)(6) 2015. No additional information was provided.